Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and indicated that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, acceptable defibrillation thresholds could not be obtained after the right ventricular (rv) lead was placed. The physician decided to implant the lead in the azygos vein and the lead was inserted into the vessel. Under fluoroscopy, it was noted that proximal coil seemed to be "unraveling". The lead was removed and visual inspection revealed that the lead seemed separated at lead body/coil junction. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.